Manufacturer narrative:
Customer reported that after adding an aten video extender, there is no video to the main screen of the central nurse's station (cns). No harm or injury was reported. Once the main display was connected to the dvi port and the unit was rebooted, they were able to see the video on the main display.

Event description:
Customer reported that after adding an aten video extender, there is no video to the main screen of the central nurse's station (cns).